Event description:
Customer reported that the surgical knots untied following an anterior / posterior fusion procedure. The patient was returned to surgery for repair.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The product insert cautions the user that adequate knot security requires the accepted surgical practice of flat and square ties with additional throws as warranted by the surgical circumstance and experience of the surgeon. This is one of two medwatch reports being submitted as two separate but distinct events occurred. See 2210968-2007-00996 for the other medwatch. The same patient is represented in each medwatch.